Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: description: difficulty in retracting the canula after inserting the catheter there is resistance which means that you have to pull hard on the device to get the canula out of the catheter, which causes blood to flow everywhere. Immediate consequences: delay in patient care or prolongation of hospitalisation disruption of departmental operations or interdepartmental relations.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4361603. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.